Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 4 yrs ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the aneurx bifurcated stent graft (MFR report # 2953200-2011-01171) migrated distally, resulting in a proximal type I endoleak. The cause of the migration is unk. The physician elected to intervene by implanting a talent converter stent graft (MFR report # 2953200-2011-01170) and performing a femoral-femoral bypass approx 2 months ago. When implanting the talent converter stent graft, a proximal type I endoleak and a type ii endoleak were noted. No intervention was reported for the endoleaks. There was also 1500 ml of blood loss during the procedure. The blood loss was assessed to be unrelated to the device and definitely related to the procedure. Medication and a transfusion were given, and the blood loss resolved. It was later reported that the pt expired at a nursing home. No further info has been provided.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak, death, blood loss). Results/conclusions: (type ii endoleak), (unk cause of death).

Event description:
Films were reviewed internally as follows: films at 4 years post-implant show that the aneurx bifurcated stent graft (MFR report #2953200-2011-01171) is approximately 5-10 mm below the renals. The proximal neck is short and angulated, with circumferential calcification. There is a proximal type I and type 11 endoleak. After the converter (MFR report #2953200-2011-01170) was implanted, films show that a small proximal type I endoleak and a type 11 endoleak are still visible. The cause of these events are likely related to the neck morphology.